Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and determined the battery required replacement. The pse provided their analysis findings to the customer with a price quote for repair. The battery was not replaced by philips because the device was out of warranty, and the customer did not accept the service proposal. Therefore, the fse was not able to evaluate or repair the device, and no work order was generated. It is unknown what the outcome of the service event was, and there was no further information. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a battery failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address:: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).